Event description:
The device was returned to the manufacturer due to a field advisory and for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found that the lower case was out of specification. The lead flex cover was out of specification and the battery contacts were compressed. The keyboard pad was out of mechanical specification.